Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the patient was hospitalized for 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the patient underwent an iron transfusion and oversight. The patient currently has anemia.

Event description:
The user facility reported the following retrospectively for an incident that reportedly took place. The user facility was not able to associate any specific product to the incident. According to the reporter, occurred post-operatively, following a laparoscopic gastric bypass. There was a hemorrhage at the staple line. This lead to or extended patient hospitalization and caused temporary injury. There was blood loss of greater than 500cc. Patient status reported as alive, no injury.